Manufacturer narrative:
Follow-up #1: date of submission 03/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings:a review of the pump black box showed evidence of excessive battery usage. The pump was returned without a battery cap. A test battery cap was inserted for testing. The pump battery compartment was observed to be cracked and moisture was observed inside the pump; the pump was found to fail an in house leak test. The pump successfully exercised for 24 hours without pump alarms or power issues. The pump was powered on and the pump current draws were tested and found to be within specifications. The pump was opened and additional moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was going through batteries faster than usual. The battery compartment was observed to be cracked and moisture was found in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.